Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and no delivery test. The insulin pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. The insulin pump received with vibrator rattling due to vibrator adhesive not adhering. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had damage. The blood glucose at the time of the incident was 210 mg/dl. The customer states the pump has a crack on the display screen. The customer mentions having high blood glucose. The device will be returned for analysis.